Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing which included battery inspection, ECG monitoring and cable stressing without duplicating the malfunction. Review of the clinical data shows that 3 case files correspond to the customer report. The first case appears to be typical. The second case shows the power down as a result of a battery pull/removal. The unit was powered using a second battery and an ECG lead fault occurred. As a result the third case shows multiple cable attachment, electrode connections and lead change but no ECG was recovered. The ECG cable and electrodes used at the time of the reported event were not returned to evaluate at this time. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the defibrillator inappropriately shut down. Complainant indicated that the patient subsequently expired.